Event description:
During an ablation in the atrium to treat ventricular tachycardia a intellanav stablepoint open-irrigated was selected for use. There was no issue with the flow port during preparation. After inserting the device inside the patient, the device was taken outside of the patient once and flushed, the saline came out only on one side of the port. The device was replaced. The procedure was completed without any patient complications.

Event description:
During an ablation in the atrium to treat ventricular tachycardia a intellanav stablepoint open-irrigated was selected for use. There was no issue with the flow port during preparation. After inserting the device inside the patient, the device was taken outside of the patient once and flushed, the saline came out only on one side of the port. The device was replaced. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, there were no visual abnormalities observed. Functional inspection revealed no abnormal resistance was felt when actuating the steering mechanism. The leak test revealed the lumen pressure decay was measured three times. The unit passed the test without problems. The catheter was connected to a pump and all six irrigation ports flow freely. The device was irrigated without any errors or pump messages. The analysis of returned product revealed that the unit showed no evidence or defects that could have contributed to the catheter "difficult to irrigate" event; consequently, not confirming the reported complaint.